Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range and atrial pacing capture threshold was elevated. Analysis of the device memory indicated atrial oversensing. Atrial pace impedance steady at approximately 535 ohms through (B)(6) 2015, rises to about 750 ohms by (B)(6) 2015, and intermittently spikes out of range thereafter. Non-physiologic oversensing of artifacts observed. Atrial capture threshold steady at approximately one volt until (B)(6) 2015, after which thresholds are typically out of range. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had an algorithm issue. There was an alleged wrong matching score. A new wavelet template will be taken. Shutting off wavelet is discussed at the moment. It was also reported that the atrial lead had high impedance which triggered an alert and unstable impedances and thresholds. The lead showed sensing of artifact. Lead fracture is suspected. Lead revision is being discussed and the device remains in use. No patient complications have been reported as a result of this event.